Manufacturer narrative:
Two smiths medical cadd cassette reservoir pictures were received and reviewed. The pictures show a cassette with leakage, liquid between assembly (ay) bag and cassette housing. In addition, one video was received and reviewed. The video shows a leakage in the edge of the ay bag. During the review, it was noted that the most probable root cause was that the bag loading operation was not handled properly. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
The initial reporter's phone number is : (B)(6).

Event description:
Information was received indicating that when handling the drug, the inner bag of a smiths medical cadd cassette reservoir showed that it was defective in the lateral junction, which caused leakage. The reservoir in question had to be discarded because it had a cytotoxic drug inside. The event occurred during pre-test. No injury was reported and no medical intervention was required. The customer reported that they have other products of the same lot number available but no other problem was identified.